Event description:
Customer reported hospitalization due to high blood glucose. Customer was vomiting, thirsty and ketones. The blood glucose reading at the time of the event was over 500 mg/dl. Diagnosed diabetes ketoacidosis. Hospital treated with manual injections. Customer given prescription for syringes and ear infection. The current blood glucose reading is 77 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.